Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro 2 was defective. During the harvest, the teansector stopped working. The customer tried pausing for 30 seconds, cleaned the tip and disconnected and reconnected the cable. It was working again but after 30 seconds, it was not working again. There was 800mls of blood loss from the leg. The new kit was used to complet the procedure. There was a delay. The pre-cautery test was performed and with positive result.e new kit was used to complet the procedure. There was a delay. The pre-cautery test was performed and with positive result.

Event description:
The hospital reported that the vasoview hemopro 2 was defective. During transection , the device stopped working. The customer tried pausing for 30 seconds, cleaned the tip and disconnected and reconnected the cable. It was working again but after 30 seconds, it stopped working. The customer followed all the steps of taking a pause at least 30 seconds to one minute before transecting again. The equipment was working again after one minute. But after 10 seconds of cauterizing, the equipment stopped working again. The harvester has been performing evh for14 months. There have been issues in the past with the polyfuse safety shutdown mechanism on the device. There was 900mls of blood loss from the leg. A drain was inserted. The patient received a blood transfusion but the amount transfused is unknown. The patient's outcome is stable with bleeding. No additional intervention was performed to address the bleeding. The patient was not fully heparinized during the evh procedure. The new kit was used to complete the procedure. There was a 20 minute delay. The pre-cautery test was performed and with positive result. Patient is still in the hospital.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/17/2026. An investigation was conducted on 02/25/2026. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. The heater wire was observed to be intact. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.697 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot #3000509178 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.